Manufacturer narrative:
.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The lesion being treated was located in the average tortuousity, calcified and 100% stenotic mid right coronary artery. The physician advanced 2.0x20mm maverick2 balloon to the lesion and inflated it to 8atms and then the balloon ruptured. The procedure was successfully completed with a non-bsc balloon. Patient status is listed as "good".